Event description:
It was reported that pump screen was dark, would not turn on, and pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer changed supplies and restored charging; technical support advised against continued use of third-party charging supplies and arranged replacement charging supplies, with no additional information provided regarding any further outcome.